Event description:
Boston scientific received information that this left ventricular lead displayed high pacing thresholds. The lead was found to have dislodged. A lead revision procedure was performed where the lead was explanted and replaced. There were no adverse patient effects reported. The lead is to be returned.

Event description:
The lead has been returned.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory the complete lead was thoroughly inspected and analyzed. Dried blood/body fluid was noted in the lead lumen. The lead was returned with the stylet stuck in the lead lumen. The lead was determined to have been electrically continuous. The clinical observation was not able to be confirmed.

Manufacturer narrative:
As of today, the lead has not yet been returned. Should additional information become available, this report will be updated.